Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 456 mg/dl and 459 mg/dl at the time of incident. Customer did not mention any treatments and symptom related to high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. Customer stated that the insulin pump had compromised force sensor system alarm. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap was protruded. Customer stated that the drive support is loose and sticking out. Customer stated that the insulin pump was dropped in water. Customer was hospitalized not due to diabetes related. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify a33 alarm due to blank display. Device received with loose drive support disk. (B)(4).